Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances on one lead. Surgical intervention was undertaken, and both leads moved so both leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.